Event description:
Issue with dexcom sensor/inserter for g6. It should be noted that dexcom has not managed their ivd nor cds devices well in 2019-2020. In addition to this issue, I have further information about their cds application for iphone. Dear dexcom ts team, reference case # (B)(4). I need assistance with a replacement sensor and to ensure that this technical issue is included in trending for the known sensor insertion issue. Please indicate if product recall or replacement of sensors with lots associated with CAPA to correct design flaw are available. I have concern about the remaining sensors that I have in inventory. This is a known issue not found on FDA medwatch despite: note that dexcom ceo (B)(4) stated on (B)(6) with (B)(6) on (B)(6) 2020 that this is a known issue. (B)(6). Patient name: (B)(6) dob: (B)(6). What date was the sensor inserted? Answer: (B)(6) 2020. What date did the sensor insertion difficulty occur? Answer: (B)(6) 2020. Where was the sensor located on the body? Abdomen, thigh, upper buttocks, other answer: abdomen. What is the lot # of the sensor? (This can be found on individual sensor packaging.) Answer: 7268029. What is the serial number of the transmitter being used? (This can be found in the settings of the receiver/app under "transmitter -> info". It can also be found on the bottom of the transmitter box, or on the bottom of the transmitter itself.) Answer: (B)(4). What step was difficult during the insertion? Pressing the button, detaching the sensor pod from the applicator/inserter, depressing the plunger, etc answer: detaching the sensor pod from the applicator/inserter. Did the sensor pod separate from the applicator/inserter? Yes or no? Answer: no, the pod did not separate from the applicator/inserter. The sensor filament inserted the approximate 11mm total depth as measured upon removal, but the needle did not fully retract into the inserter resulting in inability to separate. Was the needle exposed when the applicator was removed from the body? Yes or no answer: yes, the needle was exploded when the applicator was removed from my body. Please note that you did not ask if I needed medical attention to resolve an issue related to failure of an ivd device or the related cds device resulting from the ivd (sensor), transmitter, and mobile application/receiver downtime. You also did not ask if the failure of the device cause pain or injury or if it required medical treatment. The failed sensor was (stapled) to my body due to the adhesive and needle failure to retract. It took nearly 1 hour to remove without causing me further injury. Upon removal of the unretracted needle inserter, the site bled for nearly 30 minutes. I did not seek treatment from a healthcare provider, but this was impacted by covid 19. Had I been less concerned by exposure, I would have gone to the emergency department. Kind regards, (B)(6). FDA safety report ID#: (B)(4).